Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-00648. It was reported the patient experienced ineffective pain relief due to stimulation auto-decreasing. Reportedly, reprogramming was attempted to no avail. Diagnostic testing identified high impedance values on multiple lead contacts. X-ray images were taken with no anomalies. Surgical intervention was undertaken where the entire system was explanted.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2019-00648.